Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07661. It was reported that the patient presented in clinic for follow-up. Review of the transmissions revealed that the right ventricular lead was noted to be oversensing post-paced and post-sensed t-waves, myopotentials, and noise. The t-wave and myopotential oversensing caused delay in pacing. The lead also was undersensing part of a ventricular fibrillation episode. There was one instance where anti-tachyarrhythmia pacing was inappropriately delayed. There were no instances of inappropriate therapy delivered. There was also fluctuation in the low voltage impedance that increased to more than double the original value, and fluctuation of high voltage impedance measurements. A later review of a transmission from (B)(6) 2020 revealed noise on the ventricular discrimination channel as well, and noise on the atrial lead sensing channel. Programming changes were made to address the issues. Right ventricular lead revision was also discussed but did not occur. The patient was in stable condition.